Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The patient experienced hemorrhage at ins site. Actions included surgical removal of hematoma and wound closure. There was no prolon gation of hospital admission, and final patient outcome was not known. No further complications were reported.